Event description:
It was reported by the scrub nurse that the intra-aortic balloon (iab) was prepped per instruction . The md inserted the hemostasis sheath with the sideport. While inserting the iab into the sheath it became stuck. As a result, the med removed the iab and sheath as one unit. Another iab was prepped and the md inserted another hemostasis sheath with the sideport.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.